Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem returned, which customer acknowledged and understood.